Manufacturer narrative:
(B)(6) has been returned and investigated. Visually inspected the sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor data was analyzed and terminated patch was observed, indicating that the termination was due to occurrence of lsa (late sensor attenuation). No other abnormalities were observed with the sensors data. Therefore, issue is not confirmed due to late sensor attenuation. All pertinent information available to abbott diabetes care has been submitted. Additional info: section d4: UDI # updated to (B)(4).

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, "sweating", "could no longer react", and was unable to self-treat; no third-party treatment reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor state 7 with event code 11, 224, and 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with lsa (late sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. Therefore, this issue is not confirmed due to lsa (late sensor attenuation) . All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, "sweating", "could no longer react", and was unable to self-treat; no third-party treatment reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, "sweating", "could no longer react", and was unable to self-treat; no third-party treatment reported. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with iphone phone with an ios 13 operating system with software version 3.4.1.7374, 16.6. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, "sweating", "could no longer react", and was unable to self-treat; no third-party treatment reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the freestyle libre 3 app. The customer reported receiving a replace sensor error message. The reported issue was investigated and attempted to be replicated. As per the abbott diabetes care compatibility guide for the freestyle libre 3 app, the reported configuration is not compatible with the freestyle libre 3 app. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. All pertinent information available to abbott diabetes care has been submitted.